Event description:
It was reported that during an unknown procedure when using the linear stapler in the reload exchange, the lamina recollection failed, preventing stapling during anastomosis and it was necessary to replace another stapler (another mark). The linear stapler 75mm showing failure to retract the blade, preventing proper stapling during anastomosis. Occurred after replacement for extra reload, partial stapling.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. D4: batch # 836a14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device and a second reload (b) present. The reload loaded had the proximal 10 drivers up without staples the returned reload had the swing tab in the locked position. The reload (b) was received with no apparent damage, fully fired, and with the swing tab in the locked position. The reload loaded was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The cut line was complete and the staples meet the staple form release criteria. However, 2 staples were noted to be missing on the distal end. It is possible that an improper handle of the reload caused the staple to come out of the pockets. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 836a14, and no non conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?